Event description:
Burn blisters, some burst, all over my abdomen [burns second degree]; burn blisters, some burst [blister rupture]. Case description: this is a spontaneous report from a non-clinical-study program thermacare (B)(6) page. A contactable female consumer reported for self. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "I've used these products before without an issue, but yesterday I used one of the menstrual ones. I had it on for a little over two hours and started feeling pain on my abdomen. I pulled back the pad and saw that I had burn blisters, some burst, all over my abdomen" on (B)(6) 2015. The pain is "unreal", it's still killing me, it hurts so much". Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14aug2015): new information from the same contactable consumer included: reaction data (description of event: it's still killing me, it hurts so much). Updated the event of blister to burn blister. Follow-up (19sep2015): new information received from a contactable consumer via a non-clinical-study program, thermacare (B)(6) page includes: updated suspect product, event onset date, reaction data (additional event of blister rupture) and consumer reported they submitted a report to the FDA. Company clinical evaluation comment: based on the information provided, the events burn second degree and blister rupture as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn second degree and blister rupture as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Burn blisters, some burst, all over my abdomen [burns second degree] feeling pain on my abdomen/pain is unreal/ it's still killing me/ it hurts so much [pain]. Case description: this is a spontaneous report from a non-clinical-study program thermacare facebook page. A contactable female consumer reported for self. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I've used these products before without an issue, but yesterday I used one of the menstrual ones. I had it on for a little over two hours and started feeling pain on my abdomen. I pulled back the pad and saw that I had burn blisters, some burst, all over my abdomen. The pain is "unreal", it's still killing me, it hurts so much on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events is unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14aug2015): new information from the same contactable consumer included: reaction data (description of event: it's still killing me, it hurts so much). Updated the event of blister to burn blister. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the event burn second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability case comment: based on the information provided, the event burn second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is considered associated with device use. This case meets final 10-day EU and 30-day FDA reportability

Event description:
Burn blisters, some burst, all over my abdomen [burns second degree], burn blisters, some burst [blister rupture], I have scars all over my lower abdomen now [scar]. Case description: this is a spontaneous report from a non-clinical-study program thermacare (B)(4) page. A contactable female consumer reported for self. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported "I've used these products before without an issue, but yesterday I used one of the menstrual ones. I had it on for a little over two hours and started feeling pain on my abdomen. I pulled back the pad and saw that I had burn blisters, some burst, all over my abdomen" on (B)(6) 2015. The pain is "unreal", it's still killing me, it hurts so much". The patient reported scars all over her abdomen. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information from the same contactable consumer included: reaction data (description of event: it's still killing me, it hurts so much). Updated the event of blister to burn blister. Follow-up (19sep2015): new information received from a contactable consumer via a non-clinical-study program, thermacare (B)(4) page includes: updated suspect product, event onset date, reaction data (additional event of blister rupture) and consumer reported they submitted a report to the FDA. Follow up (19sep2015): new information received from a contactable consumer via a non-clinical-study program, thermacare (B)(4) page includes: reaction data (additional event of scar). No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the events burn second degree and blister rupture as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability case comment: based on the information provided, the events burn second degree and blister rupture as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.